Event description:
One device was returned for repair. There was unknown patient involvement. Device analysis found a damaged dso seal.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No issues were found in the event history log. Visual test was performed and found a damaged downstream occlusion (dso) seal. Functional testing passed. There was no customer complaint of any problems so there was no replication of complaint. The dso seal was replaced.